Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering it illegible and unusable, due to being dropped. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced and provided instructions on storage mode, returning the device, and setting up the replacement. The customer was informed they would need to program their settings into the new pump and connect their cgm. The replacement pump was sent with updated software. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.